Manufacturer narrative:
The ams 800 device was visually inspected and microscopically examined. There was a pinhole in the balloon shell. Scaling and avulsion were noted. The damage to the balloon appears to be consistent with fatigue. A leakage test was performed on the cuff and the pump and no leaks were found. The pump was not functionally tested due to the confirmed balloon leak. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to a broken cable on the cuff and recurring incontinence. A patient outcome was not reported.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to a broken cable on the cuff and recurring incontinence. A patient outcome was not reported.